Event description:
It was reported that the customer was hospitalized due to mismanagement of diabetes and an issue with the infusion site. There was no further info about the hospitalization reported, and the customer was unable to provide the infusion set MFR.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.